Event description:
Pt was implanted with va-lcp curved condylar plate and screw construct on (B)(6) 2012 following a head on mvc. X-rays taken on an unk date revealed two of the distal screws had started to back out. Pt was returned to operating room on (B)(6) 2012 for removal of all hardware. Surgeon revised pt to retrograde femoral and bone graft. Reportedly all screws were torqued correctly during the initial procedure. This is 5 of 7 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.